Manufacturer narrative:
Evaluation summary: the product has not been returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that following a cataract removal with intraocular lens (iol) implant procedure, the patient was unable to read road signs, print on tv, and indicated that objects in the distance and at near were blurred. The patient was diagnosed with anisometropia, and the iol was exchanged. It was reported that the patient's symptoms have resolved. According to the nurse, in the surgeon's opinion, it is unknown if the iol caused/contributed to the event; it was noted that the patient's history of previous refractive surgery had made lens power calculation difficult.

Manufacturer narrative:
Product evaluation: product history records were reviewed and the documentation indicated the product met release criteria. There are no other complaints in this lot. The customer indicated the use of a qualified cartridge. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Another manufacturer's handpiece was indicated with a qualified viscoelastic. The product investigation could not identify a root cause. (B)(4).